Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage keypad trace. No button error alarm. Analysis was unable to performed the displacement test or unexpected restart error alarm test due to keypad anomaly. The insulin pump had a scratched lcd window,cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.